Manufacturer narrative:
Technician found that while performing function check noticed that the casters were locking, but ratcheting. Cause due to age of equipment. Replaced casters to resolve this issue. Bed found in ER.

Event description:
Complaint alleged that while performing function check noticed that the casters were locking, but ratcheting.